Event description:
A malfunction on the pump was reported, with no notable events occurring prior to the issue. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Tandem technical support decided to replace the pump and instructed the customer to revert to multiple daily injections (mdi) as a backup therapy. The support team confirmed the shipping address and provided instructions for returning the faulty pump using a pre-paid label within 10 days. The customer acknowledged and understood all instructions, including how to store the pump before returning it.